Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high and undefined pacing impedance. In addition, noise was confirmed and the possibility of electromagnetic interference was considered. A possible lead fracture is suspected. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.